Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the tissue affect was less than expected. When the foot pedal was pressed it did not seem to cut as well. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.